Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was implanted guided and was not evaluated, but the digital (guide) planning will be as well as the physical guide, once received at the complaint owning site. The implant loss issue as such is a known inherent risk of the device. Product return (guide) is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.